Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient had a trial system in (B)(6) 2014 in an attempt to lessen their severe pain. It was noted the patient also had unresolved mechanical back pain. The trial failed and the patient was never implanted with a permanent device. The patient noted that when their health care provider (hcp) removed the leads they told the patient to ¿bend over and yanked the leads out¿ and did not use fluoroscope to remove them. After the leads were removed the patient began to feel sick, almost threw up, so they went to get food, went home and got an ice pack. They did not think they had a bone infection because they had been takin their temperature. The patient contacted their doctor¿s office and after two weeks of being stuck in bed they went in for an appointment. The patient had lost reflexes in their left leg, left arm, lost bladder function and had foot drop in their right leg. There was no reflex response in either their knee or ankle. They noted that the foot drop had always been a problem. The patient also requested their hcp to examine their spine so they could see how it was in ¿total lock down.¿ the patient did not know how it could ¿wrack havoc with their spine, bladder, neck and shoulders.¿ while at the appointment the patient was in diapers. They were given steroids and narcotics which did not work so they were given a stronger dosage but it still did not work. The patient was dismissed from the hcp so they went to another clinic. The other clinic stated that it was just muscle damage and that the patient needed to exercise, however the patient felt it was more like nerve damage because it burned and they could not sleep at night. The burning started a day or two after the leads had been yanked out. The patient noted they had done everything they were told to do and now they were able to swim, use their fingers and could hold their bladder while they exercised. The patient noted they were scheduled to have an emg performed on their left leg however the results were unknown at the time of the call. The reason for the emg was due to the foot drop but the patient was not sure if they were just walking on it wrong. The patient was also unable to lie down without pain. The patient sought out another clinic and stated that the doctor was going to do surgery on the patient however the type of surgery was unknown. Lastly, they stated that prior to the leads being yanked out they were fine; it all started after the leads were yanked out.